Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.00/2.0/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was explanted. A replacement lens of a shorter length lens was implanted and the problem was resolved.

Manufacturer narrative:
(B)(4).